Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an unknown procedure in which the doppler probe was used. Surgeon complains that the new probes have been extremely quiet and has noticed a difference in this calendar year. The flap was lost post-op. The nurses could not hear the monitor well and did not notice when it lost signal. By the time the surgeon was called it was too late. Follow-up attempts have been made, but no additional information is available. Dp-sdp001 swartz probe 2026-04-0000273.